Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and a subcontractor field service engineer (third party) and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device failed the functional test. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device failed the functional test during electrode test with multifunctional cable. Cable was replaced, the issue persists. It was determined the therapy capacitor is faulty. Therapy capacitor replaced to resolve the issue. Functional and operational test performed, there were no issues. The faulty component is not expected to be returned. Device returned to full functional and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was faulty therapy capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device failed the functional test during the electrode test with the multifunctional cable. There was no patient involvement.